Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) ten times and was unable to rewind the insulin pump. The customer also stated that the pump was exposed to water prior to the issue. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and it was determined that the pump failed the self-test and required replacement. The customer was instructed to discontinue use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a pump error 43 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 alarm during rewind. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on 8/4/2025 twelve (12) pump error 43 alarms (between 13:54 and 15:31), thirteen (13) pump error 130 alarms (between 12:25 and 14:04), and one (1) pump error 82 alarm (14:03) generated. Additionally, on 8/5/2025 at 00:37 there was one (1) pump error 42 alarm (00:37) and a pump error 3 alarm triggered. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, broken belt clip rails, fading serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 43, pump error 130, pump error 82, pump error 42, and pump error 3 alarms are all confirmed due to moisture damage on the electronics and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.